Manufacturer narrative:
Follow-up #1: date of submission 09/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/17/2016 with the following findings: investigation revealed moisture in the battery compartment. The battery compartment was cracked. A leak test failed due to a battery compartment leak. The pump was disassembled and no further moisture damage was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that the battery compartment was cracked/damaged. The reporter also claimed that there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.